Event description:
The information received indicates the head section will not articulate down.

Manufacturer narrative:
The technician found the head valve checked in the manifold. The technician replaced the manifold to repair the bed.